Manufacturer narrative:
Pump passed the operating currents, self test and displacement test. No blank display anomaly noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display. The customer¿s current blood glucose level was unknown at time of incident and current blood glucose was 320 mg/dl. The customer stated that they changed the battery today and the screen was still blank. The customer declined troubleshoot for high blood glucose levels. The customer was not able to troubleshoot due to them pump was not turning on. The customer advised caller to contact his health care professional for a back-up plan and will replace the pump. The insulin pump will be returned for analysis.